Manufacturer narrative:
(B)(4).

Event description:
A minimal reservoir volume higher than expected in the pump was observed. It was also stated that the pump alarm began to sound several times on two different days and the patient was feeling strong back pain, which subsided after the incident. On (B)(6) 2016, it was further reported that there were no additional issues and the patient feels fine.